Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading at time of the call was 448 mg/dl. Troubleshooting was performed. The prime and high pressure tests passed. No further info was provided.